Event description:
It was reported that a cardiohelp-I unit was being used on a pt and alarmed even though all interlocks were disabled. A picture of the alarm was provided. Initial review of the image by maquet staff, indicated that the alarm could be eliminated by increasing the alarm limit, but no testing of the device had been performed to confirm this action. A second issue was reported on the same unit, which involved a venous probe providing out of range values for svo2. The svo2 would read as dash lines as described by the customer. The customer attempted to re-calibrate multiple times, and the unit would initially read, then go out of range. The customer also asked how to stop the venous probe from alarming. The suggestion was to place the probe back on the safety bar where the probe is held but the customer was concerned about losing the hgb and hct readings. Maquet staff agreed and indicated it was the hospital's decision. On (B)(6) 2013, it was reported that according to the facility, the pt had been very sick and had expired. It was not indicated that the death was related to the device. (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. An investigation is still on-going and a supplemental medwatch will be submitted if new information becomes available.